Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room. It was also reported that the implantable cardioverter defibrillator (ICD) have reached elective replacement indicator (eri) prematurely. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.